Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The patient is under supervise care. The customer was advised to call the doctor. The customer was told that she could rotate the sites and can go to one side to other. The customer blood glucose is going down. The customer will call back later.